Manufacturer narrative:
Complaint not confirmed. Visual inspection did not identified any damaged or abnormalities to the returned sheath. The cause could not be determined as the anchor remains in the patient as stated in the event description.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during surgery, a thread from the ar-3600 suture construct was cut when the surgeon attempted to tie it. The surgeon was using a knot pusher and it was discovered that the middle part of the thread peeled off. The anchor and thread could not be retrieved from patient's body.